Event description:
It was reported that the procedure was to treat an 80% stenosed, heavily calcified lesion in the heavily tortuous mid circumflex (cx) artery. The 2.25x28mm xience xpedition stent delivery system (sds) failed to cross the lesion reportedly due to interactions with the patient's anatomy, force was applied, and the proximal shaft separated. As the separated portion of the shaft was outside the patient's anatomy, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott sds also failed to cross the lesion; therefore, the lesion was treated with balloon angioplasty. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.